Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user report was confirmed. The unit would not power on because the power supply was damaged. Additionally, the front panel was noted to have a crack and the top cover was grated. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the evis exera iii xenon light source would not power up properly. According to the initial reporter, the power button felt strange, as though it was not making contact. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being submitted to capture initial reporter contact information. If further information becomes available prior to the conclusion of the investigation, another supplemental report will be filed.